Event description:
It was reported that the strain relief was impossible to be attached. The attachment still failed after the kit was replaced with a new one. No other information was provided. This report addresses the second reported device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0604 showed nine other similar product complaint(s) from this lot number.